Event description:
It was reported that the device displayed error code 240.4150. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex a, g, b, c, d grids and manufacturer narrative( chr,DHR statements) , returned to manufacturer on . Device available for eval ,device return to manuf , device eval by manufacturer , if other specify. Correction : common device name. Omit: a1601 - device alarm system (1012) , g0600101 - alarm, audible. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 12jun2012. The review was performed from the date of manufacture to the present date (B)(6) 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device displayed error code 240.4150. There was no patient involvement.